Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley balloon was found to be ruptured during pretest.

Event description:
It was reported that the foley balloon was found to be ruptured during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was unconfirmed. The device met relevant specifications. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter. Visual inspection of the sample noted a tear found over the shaft of the drainage lumen measuring 0.0375". No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. The actual/suspected device was evaluated.

Event description:
It was reported that the foley balloon was found to rupture during pretest. Per follow up via ibc on 12jan2022, it looked that there was a crack at the shaft from the photo sample. Per follow up via ibc on 24jan2022, the catheter was not used and the balloon did not rupture.